Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The pt was implanted with an aneurx stent graft system within medtronic's pivotal trial successfully and was discharged from the hospital. It was reported that 13 days post stent graft implant, the pt presented with swelling in his groin region along with abnormal redness and weeping of the skin. It was reported that the pt is uncomfortable and unable to urinate. It was reported that 15 days post stent graft implant, the pt presented with ischemic left foot. The evaluation of the pt revealed, thrombosis within the left stent graft limb with reconstitution of the common femoral artery. It was reported the physician inserted an 11 fr sheath, then using fluoroscopic control inserted a j wire up through the stent graft retrograde. The physician inserted a guidewire along with a catheter that is able to be advanced beyond a urethral stone or possibly dislodge a stone from the mucous wall. The catheter was advanced to the proximal portion of the stent graft limb. The physician infused a total of 5 mg of tpa lacing the thrombus, and the graft limb. The physician waited 15 minutes, removed the sheath inserted a fogarty catheter, which was watched carefully to make sure that the fogarty catheter remained in the intra-luminal's space and the physician was able to perform a thrombectomy. It was reported that after several passes with the fogarty catheter there was a large portion of fairly soft clot removed from the pt. Upon removal of the fogarty catheter, there was severe stenosis in the proximal common iliac artery portion of the stent graft. At the time of implant there this area was ballooned with a 12 mm xxl balloon, however, the area was well under the 12 mm. It was reported that there was some difficulties getting the wire and catheter to the stent graft. The review of the CT suggested, that there was possible kinking of the iliac artery at the level of the wire and catheter entering the stent graft due to the abrupt transition of the supporting graft limb and native vessel. The physician elected to treat both possible causes of graft limb thrombus after the limb was opened with tpa. The physician placed and inflated a 12 mm bluemax balloon in the narrowed area of the graft limb, with much improvement. An aneurx stent graft iliac limb was placed extending from the distal portion if the pt's previously implanted left iliac artery out into the left external iliac artery, well beyond the area where the kinking occurred in the iliac artery. The stent graft was post dilated with a 12 mm and then a 7 mm balloon down into the external iliac portion of the stent graft. A final retrograde angiogram was performed revealing that the stent graft was widely patent, there was no narrowing in the common iliac artery and there were no areas of extravasation. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.